Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It is reported that a circlip had disengaged from its seat in the tibial component and the axle had backed out causing the knee to become unstable. Originally implanted (B)(6) 2011 and patient had reported no issues. Presented with painful swollen knee. Aspirated in (B)(6) 2015 - no infection found. Presented with clear disassociation in (B)(6).